Event description:
The event is reported as: complaint alleges: "in ICU, it was discovered by respiratory therapist that the suction port on the isis tube itself was coming unattached from the tube." No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.